Event description:
It was reported that during a follow-up, several episodes of inappropriate mode switching due to far-field r wave oversensing was observed. The patient was asymptomatic. Programming changes were performed.